Event description:
The patient was implanted with the scs system on (B)(6) 2003. It was reported that during a routine procedure to replace a depleted ipg on (B)(6) 2008, the existing percutaneous lead showed high impedance followed by invalid lead impedance measurements on all contacts. The physician initially was not planning on replacing the lead so he removed the lead (lot number not recorded), put port plugs in the newly implanted ipg and closed the patient. The explanted lead appeared to be fractured. It was reported the physician implanted a new lead at a later date. The explanted lead was returned to ans for analysis.

Manufacturer narrative:
Eval results: lead is kinked with all wires broken about 23 cm from the stimulation end. The lead failed continuity testing with all channels measuring open. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.